Manufacturer narrative:
Medical device expiration date: unknown; lot number: 8330616 - this lot number does not match the catalog number. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that multiple bd vacutainer® k2e 3.6mg plus blood collection tubes were hemolysed. The following information was provided by the initial reporter: ¿they are getting samples from various centers across state, they are collecting through close system msn + 367841. So from last friday all samples coming they found it hemolysed. Though samples coming with coolant packing, and even problem found in local collected samples in town also.¿

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for hemolysis with the incident lot. The photos were evaluated and the customer¿s indicated failure mode for hemolysis with the incident lot was observed. The customer photographs attached indicate underfilled specimens. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure and filling technique. When using a winged blood collection set for venipuncture tube to be drawn, a discard tube should be drawn before the additive tube. It is important to clear the tubing from the push button blood collection set to ensure the proper blood volume is in the tube.

Event description:
It was reported that multiple bd vacutainer® k2e 3.6mg plus blood collection tubes were hemolysed. The following information was provided by the initial reporter: ¿they are getting samples from various centers across state, they are collecting through close system msn + 367841. So from last friday all samples coming they found it hemolysed. Though samples coming with coolant packing, and even problem found in local collected samples in town also.¿